Event description:
The following has been reported: biomed reported: "serial number (B)(6). Pump problem/error code. Constant service needed alert. Ship to depot for repair. Received at depot confirmed pump problem error wait for log review needs new pneumatics replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm reads constant air in line/pump problem on secondary replaced flag board little ball bearing was giving false error sent back to the test line passed all stations of the test line front housing â[?]" Final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:00 and 12/30/25 passed heratherm pulled @ 04:00 12/31/25 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description service needed alert problem cause equipment failure resolution code replaced part resolution detail deep cleaned mechanisms. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:no question 2 did the issue stop an active infusion (yes, no, unknown)?:no". A preliminary review identified the following issue: undefined pneumatic system component failure. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.